Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was an error 41786, user interface never came out of reset / error experienced during device implementation. It was an out of box failure. The event occurred during implementation of the pump at facility, and there was no patient involvement.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the device software, which was determined to have an installation error. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device software will be reinstalled.